Manufacturer narrative:
(B)(4).

Event description:
The customer complained a false (B)(6) reaction of one pt sample with biotestcell 1 & 2. We received neither the affected sample nor the complained lot of biotestcell 1 & 2. Therefore the retention sample of biotestcell 1&2 was tested with different positive and negative controls and samples on tango in our qc lab. All positive and negative reactions were correct. We did not observe any false (B)(6) reactions. Testing of the qc lab confirmed the correct function of the complained lot of biotestcell 1&2. An inspection of the tango instrument confirmed the correct function. All quality controls were passed successfully. There were no indications for any instrument malfunction of the tango system which could have caused the described issue. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.